Event description:
Pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 8am. The patient manages his diabetes with an unspecified type of insulin (no adjustments); patient's testing and medication frequency, however, are not known. Thirty minutes after the alleged issue occurred, the patient claimed he administered 30 units of his 70/30 insulin (instead of his normal 20-25 units of insulin). The patient denied testing his blood glucose with another device; therefore, the reason for increasing the insulin is not known. Approximately two hours after the alleged issue began the patient claimed he developed blurry vision and immediately administered self treatment by consuming candy. At the time of troubleshooting, the csr verified that the batteries in the subject meter needed to be replaced, per owner's manual recommendation; however, the csr noted the patient did not have replacement batteries available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.